Event description:
The rotator broke during angiography using a micro catheter. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. A review of the device history record revealed one unrelated exception document. Complaint data base was reviewed and found no similar complaints for this lot number. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation - device history record was reviewed, complaint data base was reviewed.